Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the error was caused by inconsistent maintenance. Removing dust from the device resolved the issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a scope connection error was noted with the evis exera iii xenon light source. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, heavy dust inside the connector on all towers was observed. The fse recommended a full cleaning with compressed air. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.